Manufacturer narrative:
The results of the investigation are inconclusive since the event of lead migration cannot be analyzed or confirmed via laboratory testing. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-08915. It was reported the patient underwent surgical intervention due to the scs lead migrating from the original location. During the procedure the physician repositioned the lead to the original location. In addition, the physician decided to reconnect the lead directly to the ipg without the extension. The physician explanted the scs lead extension, but there was no allegation of deficiency for the extension.